Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues and loss of capture. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The supplement has already been submitted with the appropriate corrections (section b5).

Event description:
It was reported that this left ventricular (lv) lead exhibited impedance issues and loss of capture. Subsequently, during the device replacement procedure, the old lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.